Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a fault identified as 40100 occurred on one of the robotic system modules, and the customer had already power cycled the system multiple times without any change. Technical support engineer (tse) instructed to bring in a different patient side cart (psc). When the customer had difficulty lowering the boom to move the cart out of the operating room, tse had the customer power cycle the psc while holding the universal surgical manipulator (usm3) clutch button to disable the usm and lower the boom. The customer then successfully exchanged the psc and proceeded with case setup. It was later reported that the usm was stuck in the stow position and attempts to use all clutch buttons did not resolve the issue; the team subsequently swapped psc and was able to continue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to it being stuck and unable to move. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm3 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.